Event description:
Additional information: the catheter was fractured at the ligament of flavum. The fracture was of unknown origin. There was no occlusion of catheter; it was fractured at the entry point to the spine. Following the catheter replacement, the patient subsequently developed an infection and the device system was removed. The pump was delivering dilaudid and bupivacaine. The patient outcome was unknown.

Event description:
Additional information: it was reported that there was a catheter blockage. The catheter was replaced on (B)(6) 2011 because, "it was occluded." Patient symptoms included increase in baseline pain.

Manufacturer narrative:
Corrected information for catheter model 8709sc; serial # (B)(4), (explant date: 2011-(B)(6)); corrected information for catheter model 10642 (corrected to model 8709sc; serial (B)(4); implant date: 2011-(B)(6).

Manufacturer narrative:
(B)(4).